Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the support clip of the stimloc could not hold the lead enough because it was tightened too strong when placing the base. As a result a back-up product was unpacked and used, resolving the issue. There were no patient symptoms alleged and no further complications are anticipated.